Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a shock while sleeping, which woke this patient. The health care professional (hcp) requested review in which technical services (ts) noted a wide qrs complex which appears to oversensing the t wave. This patient has had a premature ventricular contraction (pvc) ablation. Ts noted it appears the rhythm was sustained ventricular tachycardia (vt). This s-ICD provided a single shock that converted the rhythm. Ts discussed programming optimization including extending smart charge. The hcp would discuss with the physician. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.